Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up/down and ok buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/4/2013 with the following findings:visual inspection of the pump showed some cosmetic defects with no damage to the keypad observed. On investigation, the contrast and ¿down¿ buttons were found to respond intermittently while the ¿up¿ and ¿ok¿ buttons were responding properly. Upon removal of the keypad cover, contamination was found under all the button contacts.